Event description:
It was reported that while using a bd ultra-fine iii insulin pen needle to inject a patient, the patient moved during the injection and the needle broke off in the injection site. The patient subsequently had surgery to remove the broken needle.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.